Event description:
Event occurred regarding a cassette line where it was reported a chemo spill with the secondary port on the tubing or cassette line. Apparently, when the patient went to the bathroom, somehow the secondary tubing port got ¿snapped off¿ and allowed chemo to spill or spray out. The break was at the proximal secondary blue port meets the pump cassette (at the base of the built-in blue secondary port) the set up was like the ICU medical primary tubing on line 1 as primary line; then secondary line with drug attached to secondary blue port with a closed system transfer device system (phaseal). Another closed system transfer device at distal end of primary tubing where it meets the patient. There was a delay therapy as the tubing was replaced and drug was re-mixed/replaced, it took nearly 1 hour. The spill was cleaned up per institute policy using a spill kit. There was no blood loss or bleed back. There were patient involvement and harm. There was no further information.

Manufacturer narrative:
The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Manufacturer narrative:
Investigation summary: 04/06/2026, no product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history could not be reviewed due to no lot number being provided.